Manufacturer narrative:
The leads and anchors were not returned to saluda. The disconnected electrodes were confirmed through device logs review. A root cause of the lead migration and disconnected electrodes could not be definitively determined but is possibly related to the patients fall. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ lead information: product description: evoke cap12 percutaneous lead kit - 60cm, model # : 102878, catalog#: 3008, serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief following a fall unrelated to evoke scs system. An impedance check identified disconnected electrodes and an x-ray confirmed lead migration. A revision procedure was performed to restore therapy.